Manufacturer narrative:
The device analysis has been completed. Analysis indicated that the housing, motor, rotate disk, around lock and motor were deteriorated/damaged due to dirt, rust and adhesion. Per the sales rep request the device was returned to the customer un-repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the event occurred during maintenance of the device. There was no patient involvement.

Manufacturer narrative:
The product was returned for analysis. Device evaluation is not complete; evaluation is in progress. Pre-repair inspection of the device could not confirm the reported event of overheating. The device was not running when received; pre-repair temperature testing could not be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an outpatient visit the device overheated within a minute. There was no report of patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.